Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the pt had complications. In 2004 the pt had an acute mi with three vessels diseased. The physician decided the pt required elective CABG surgery but he would treat the lesion in the left anterior descending (lad) that day. He placed a taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the lad. The pt was given plavix. Two days later, the surgeon discontinued the pt's plavix in preparation for CABG surgery scheduled for the following day. Early that day, the pt had EKG changes and ischemia and required emergent CABG surgery. There was no evidence of a stent thrombosis. The pt' status is reported as fine. In the opinion of the physician, the event is not related to the stent.